Event description:
It was reported that while in the cath lab, the md inserted the intra-aortic balloon (iab) 2/3's of the way into the sheath, when the iab became stuck in the sheath. The md "removed and successfully replaced with exact same product." There was no reported pt death or injury. Medical/surgical intervention was not required. It is "unk" if there was a delay in therapy. The outcome of the pt is "stable."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.